Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to load a new cartridge with 300 units; however, only 150 units were able to be loaded. Reportedly, the customer did not attempt to complete the load process with a new cartridge. The customer's blood glucose level was 350 mg/dl and it was addressed with manual injections.